Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket / 510(k): k103751, k110122.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 10 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a new mustang balloon catheter. No patient injuries reported, and the patient condition was good post-procedure.